Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was found that the patient's right ventricular lead exhibited noise over-sensing. High ventricular rate was noted. Programming changes were made. The patient was stable.